Manufacturer narrative:
The device was not returned for analysis. However, based on the media provided, the reported allegation of dilator tip damaged was confirmed. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that a versacross connect laac access solution kit was selected for use for a watchman procedure. During preparation, it was mentioned that the tip of the dilator was noted to be damaged prior to insertion into the sheath. A new kit was then opened, and the procedure was completed successfully. The dilator was not reshaped prior to the damage being noted. No patient complications were reported. Product is not expected to return for analysis (disposed).